Event description:
The reporter stated that during a spinal surgery procedure, the surgeon was unable to obtain the correct angle for one of the screws and it stripped out the complete cervical cage. The cage and both screws that had been placed had to be remove, and the procedure was completed using a cervical plate instead. Screws that were used with the cage were part number 27-14-3514 (3.5x 14mm) and part number 27-14-3516 (3.5x16mm).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.